Event description:
It was reported that this pacemaker device was explanted and the associated right atrial (ra) and right ventricular (rv) leads were surgically abandoned due to an infection. No additional adverse patient effects were reported.